Event description:
Medtronic cgm guardian link 3 transmitter continuously failed to connect to the insulin pump it was paired with. This resulted in a loss of closed loop control. When I was able to troubleshoot on the phone with medtronic tech support, the problem was solved by deleting the device and re-pairing the transmitter with the pump. To do this, the sensor site had to be manipulated in a way that could cause the loss of a very expensive sensor or affect the sensor's accuracy. The representative told me that this happens "often." Based on my experience, I believe this device does not meet the reliability requirements of an FDA approved medical device. The device is less reliable than a consumer bluetooth headset. That is not the level of reliability I expect from products cleared for use by the FDA.